Manufacturer narrative:
(B)(4). Additional information: pt age: (the patient was born on an unknown date in 1946), mfg date: (the lot was manufactured from august 7, 2014 -august 8, 2014). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor delivered its medication faster than expected. The device was filled with 3725mg of fluorouracil (non-baxter) and diluted with 99ml of nacl (non-baxter). The expected delivery time was 48 hours and the device had emptied after 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.